Event description:
Pt presented in ER with chest pain in 2008 tested on triage cardiac panel and showed elevated cardiac markers tni. Ck-mb and myoglobin. Pt was admitted to hospital. Testing was repeated with dade rxl and results showed normal levels. Pt was released without confirmation of an associated cardiac event.

Manufacturer narrative:
Product support testing of returned pt sample confirmed customer's observations of abnormally elevated cardiac markers. A review of a non-specific binding ( nsb) spot data indicated a high nsb spot result at the current threshold of 15 iu/ml. A corrective action is in process to lower the cut-off specification resulting in future lots giving an error message based on the high amount of non-specific binding with this type of sample.